Event description:
From staff: the blue lancet used to check the baby for the blood spot test. I went to poke the baby and when I took it out of the package there was no safety on it, and I was unable to push it to extend the needle.